Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the emergency dept was inserting a central venous catheter into the pt's subclavian when the needle broke off. As a result, the needle had to be surgically removed. Add'l info rec'd on (B)(6) 2011 from the risk mgr stated the needle cannula pulled out of the hub and was retained in the pt. The piece was surgically removed from the pt. The risk mgr did not have any updates on the pt status.